Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was feeling stimulation, but it was not as strong as it used to be. This began in (B)(6) 2017. It was reported that the patient mentioned meeting with the manufacturing representative (rep) about two to three weeks ago (from (B)(6) 2017), so that the patient could get their stimulation stronger on their hip and leg. They needed stimulation to be stronger in these areas due to their back starting to act up more, which began in (B)(6) 2016. The patient stated that the pain started up again in (B)(6) 2016. Additional information was received from the consumer on (B)(6) 2017 reporting that they could not increase stimulation. Programmer use was reviewed over the phone. The patient checked and reported that they were seeing the implantable neurostimulator (ins) on message. The patient turned the ins on and was able to successfully increase stimulation. There were no other patient symptoms reported. Additional information was received from the consumer on (B)(6) 2017 reporting that the circumstances leading to the patient¿s back acting up and stimulation not being as strong as before was that the patient had to lower due to laying on a hard surface. The patient had to adjust due to the surface they were lying on. It was stated that the stimulator went out. It was reported that the issue of stimulation not being as strong and their back acting up more was resolved by having it programmed right. It was again reported that the stimulator or ¿box¿ went out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that being reprogrammed resolved their issue of the stimulation not being as strong, and back acting up.